Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered ten inappropriate shocks between six different events due to oversensing. Subsequently, tachy therapy was turned off. The system was later explanted and replace with a single chamber implantable cardioverter defibrillator (ICD). During explant, difficulty was experienced removing the electrode. It was noted the terminal end of the electrode was nicked and there was fibrosis seen close to the xiphoid. Technical services (ts) was contacted, and ts recommended using a sheath to help break up the tissue around the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered ten inappropriate shocks between six different events due to oversensing. Subsequently, tachy therapy was turned off. The system was later explanted and replace with a single chamber implantable cardioverter defibrillator (ICD). During explant, difficulty was experienced removing the electrode. It was noted the terminal end of the electrode was nicked and there was fibrosis seen close to the xiphoid. Technical services (ts) was contacted, and ts recommended using a sheath to help break up the tissue around the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.